Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a broken belt clip and a bent cannula on the quick set. Customer stated that she found out that it was bent after the first bolus. Customer received a no delivery alarm and stated that she had a high blood glucose. Customer stated that an example of a high blood glucose was 400 mg/dl.